Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented to the emergency room with presyncope, intermittent pacing with some asystole, loss of ventricular capture, and high capture thresholds were observed. Programming changes were made. During elective battery replacement, the lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.